Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Mps reported shaking arm during cuts. During motorized alignment, arm was aligning to the wrong position and stuttering. Surgeon had to move arm out of haptics and redo alignment a few times. Arm is generally moving slow and jumping cutting cuts. Occurred on multiple cases.

Event description:
Mps reported shaking arm during cuts. During motorized alignment, arm was aligning to the wrong position and stuttering. Surgeon had to move arm out of haptics and redo alignment a few times. Arm is generally moving slow and jumping cutting cuts. Occurred on multiple cases.

Manufacturer narrative:
Reported event: an event regarding unintended movement involving a mako robotic arm was reported. The event was not confirmed. Method & results: product evaluation and results: the field service engineer reported: problem reproduced? No. Trouble shooting notes: none. Work performed: could not reproduce reported issue. Full pm completed, system is ready for clinical use. Work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. Clinician review: no medical records were received for review with a clinical consultant. Product history review: a review of device history records shows that the robot was inspected and the quality inspection procedures were completed with no reported discrepancies. Complaint history review: a review of complaints shows 0 additional complaints related to the failure in this investigation. Conclusions: the alleged failure mode was not confirmed. Successfully completed all checks, verifications, and calibrations. System is ready for clinical use. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.